Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead requested to have the device checked. The patient reported experiencing an accident at a golf course where she was stuck in the head/neck region with a gold ball. Following the accident, the patient reported feeling stimulation on the left chest wall. The device was interrogated and revealed that a lead safety switch had occurred due to abnormal impedance measurements and the rv lead was now in unipolar mode. In addition, there was loss of capture with the rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
A lead revision was performed and the rv lead was explanted. Inspection of the lead found no insulation damage so it was decided to also replace the device in case of any possible damage to the header. Both the device and rv lead will be returned for laboratory analysis. Once analysis is completed, this report will be updated.

Event description:
There is a spelling correction to the first sentence of the initial MDR report where it should have read that this patient reported being struck in the head/neck region with a golf ball. The explanted device was later returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The memory was reviewed and confirmed that a lead issue had occurred which caused the pacing impedance measurement to drop over 300 ohms. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis was able to determine that there was a sudden drop in impedances that had occurred while the device was implanted. The decrease in impedances is indicative of a lead issue. Analysis also found that this device was operating normally and met all specifications.